Manufacturer narrative:
Date of event is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient called stating they need an adjustment because they had a sudden return of symptoms, noting they had been having accidents. Patient saw their healthcare provider prior to calling, but they did not assess the system. The patient reported there was a fall that may have been related to the reported issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The patient said no when asked if the cause of the sudden return of symptoms was determined and if/how the device was affected by the fall. The patient then said their (B)(6) son pushed them and they fell. The patient made an appointment with their healthcare provider (hcp), but a date has not been set; they have to call again. When asked for their weight at the time of the event, the patient said their weight varies from (B)(6); they can't remember their weight at the time of the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Further information provided by the patient indicated that the device was going up and down. There were no further complications reported as a result of this event.